Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. Customer stated she checked her pump, insulin did not exit and then changed the set and it worked. The customer was hospitalized due to high blood glucose of 507mg/dl. Customer's current blood glucose was 189mg/dl. Customer treated with pump and is currently on manual injections. The customer's blood glucose was 406mg/dl at the time of hospitalization. She was treated with IV fluid and manual injections. The customer was wearing the insulin pump at the time of hospitalization. The customer was advised to call back when the tubing clamps were received to conduct the high pressure test. The pump passed displacement test.